Event description:
This was reported via email to the customer care center by the pt in 2004. Email message read as follows: pt had a multilink penta placed in their right coronary artery which was blocked 100% in its mid portion. Several hours after the procedure the pain was no better and continued for several days. On the fifth day, pt suffered a massive heart attack leaving them disabled. The cardiologist said the stent had reoccluded. He then tried unsuccessfully to open it. Their family member finally got them transferred to a better hospital who specializes in heart failure. They saved their life."